Manufacturer narrative:
Ppae/ischemia: the cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The patient is a 64-year-old female who presented with acute myocardial infarction and cardiogenic shock classified as society for cardiovascular angiography and interventions stage d. Her lactate level was 2.1 mmol/l, and she required inotropic and vasopressor support as well as respiratory assistance. An impella cp device was implanted. A complaint was filed regarding the physician¿s decision to place a reperfusion catheter pre-emptively. The patient was subsequently maintained on extracorporeal membrane oxygenation support and survived. This case was conservatively coded as additional device required.